Event description:
Report rec'd from the us stating that the motor was running at lower speed than usual. The device was being used in surgery. There was no injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).